Manufacturer narrative:
Device evaluation summary: the reported motor stopped issue was not verified during service. Service was unable to confirm complaint. Service tested the unit over multiple hours, manipulating the cable, increased and decreased the rpm. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an external motor drive instrument, it was reported that the motor stopped numerous times. The motor drive arm was being used with a heart lung machine that had a drive card built into the base.the use of the instrument was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation sumary: the reported motor stopped numerous times was not verified during service. The service technician stated that the instrument needs to be sent to the us service center for repair. Additional information b5. Medtronic received additional information that the flow stopped and flow to the patient was impacted. A manual hand crank was used to maintain flow until the pump started working again. There was no harm or injury to the patient. Correction. The notified date was originally the (B)(6) 2025 but additional information received stated the medtronic was notified was the (B)(6) september 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.